Manufacturer narrative:
Rapidport ez strain relief. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergen. Based upon the model number provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergen has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Caution: the access port must be securely fastened to the patient's rectus fascia with all four of the stainless steel anchors firmly embedded in the patient's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery." Device labeling addresses the reported event of palpability as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Healthcare professional reported "faulty gastric port with 2 of wire retainers not engaged (2 of 4). Port still attached but tilted 90% to abdominal wall, had dragged tubing up and this was what was felt under the scar." The rapidport ez port was removed and replaced. "The existing tubing was tested to ensure no leak - all okay. The new rapidport ez access port was inserted with the rapidport ez port applier and also 2 x 2/0 prolene sutures to base and fascia as well."